Manufacturer narrative:
The display head (lot # 60572) was returned to zoll for evaluation. The customer reported complaint for the thermogard having an unreadable lcd panel was not confirmed. The display head lcd panel was attached to a thermogard console and functioned normally. No physical damage was noted during visual inspection. A review of the event log was performed and found error message mid: 16 (software or loose cable error). The reported issue was likely due to a loose cable during setup. The returned display head passed the initial functional test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for display head lot # 60572.

Event description:
It was reported that during unpacking of the new thermogard ((B)(4)), the display head (lot # 60572) lcd panel was unreadable. The customer tried to reboot the unit multiple times; however, the lcd was still unreadable.